Event description:
It was reported that the patient developed an infection, and the implantable pulse generator implantable pulse generator (ipg) system was explanted and replaced. It was also reported that the right ventricular (rv) lead exhibited high thresholds. No further patient complications have been reported as a result of this event. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5120722.